Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent lumbar spinal canal stenosis surgery. During the surgery, the front portion of product broke. Doctor had to replace a new one to complete the surgery. The product came in contact with the patient. No patient complications were reported. No broken fragment remained inside the patient.

Manufacturer narrative:
Additional information: product analysis:visually confirmed the set screw is fractured approximately ~1 thread up from the distal tip of the set screw. The fracture surface appears to emanate from the root of the internal thread tooth inward, is roughly parallel with the root of the tooth angulation, follows the thread helix, and has shear lines on the fracture surface. The above observations are consistent with torsional overload.